Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unit had minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is broken a the battery hatch. The customer's blood glucose reading was 178 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.